Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a leak which occurred on the home choice (hc) during fill. The home patient (hp) stated that he just got off of the phone with his registered nurse (rn), and they had advised the hp to drain and then end therapy from fill 1. The hp stated that his patient line had disconnected and he felt wetness. He had pressed stop. There were no alarms. The rn further advised the hp to go the emergency room if he had a belly ache by that morning to be treated for an infection. The technical service representative assisted the hp to end therapy from fill 1. The hp stated that he had already drained per the rn's instructions. The hp would complete no further therapy that night. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the hp on (B)(4) 2012. He stated that he had not fully tightened the connection between the patient line and patient line extension. The connection had come apart and leaked. There were no allegations made against any of baxter's products, and he stated that this occurred due to use error alone. Therapy has been going well since, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.